Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer stated that the artery was ruptured. A patient was involved with no injury. Medical intervention was required. Surgery time did extend by more than 30 minutes due to the product problem. The patient is in good condition.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded. Multiple attempts have been made for additional clarification on the incident reported. If additional pertinent information becomes available, the report will be updated.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. There were no samples received for evaluation. Because a sample was not available for evaluation, a root cause analysis could not be conducted to determine the root cause of this reported issue. If samples are received at a later date, this complaint will be re-opened and the investigation continued. A corrective action is not applicable at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.